Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 400 mg/dl, which she treated via manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The insulin pump was able to rewind without incident. However, there were multiple motor errors in the alarm history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed. The insulin pump passed self-test, unexpected restart test, displacement test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.